Manufacturer narrative:
Section a4: weight: unknown/not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single piece iol toric ii with a modified refractive technology (puresee) was explanted from the left eye due to the patient's inability to read piano sheet music at arm¿s length following implantation. The patient was described as very unhappy and had unrealistic expectations regarding postoperative reading outcomes. The original iol was replaced by a non-johnson and johnson model with a 22.0 diopter. During the exchange procedure, one suture was placed to secure the wound. No capsular tear occurred, no unplanned vitrectomy was required, and no unplanned medication was prescribed. The device was discarded. No further information was provided.